Manufacturer narrative:
Stryker evaluated the device and verified that the error codes were visible in the service log. The tech discovered that the user was attempting to run a user test immediately after powering on the device. The cause of the reported issue is a device software issue. The errors were cleared and did not return. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.